Manufacturer narrative:
D4 ¿ primary UDI number: correction. H3 and h6. Codes: updated. Device evaluation: confirmed customer complaint of cracked bottom case with visual inspection. Unable to confirm customer complaint about needing a new speaker or plunger making knocking noise. Replaced plunger printed circuit board (pcb), plunger potentiometer, lead screw, drivetrain parts, and bottom case. Performed functional testing to confirm all errors were resolved. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the whole bottom of the case was cracked. Per reporter the unit needs a new speaker and the whole plunger screw is making a 'knocking noise'. The event occurred during preventive maintenance, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.